Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00080 on 21-apr-2023. Additional information (08-may-2023): siemens further evaluated the event. In addition to the service actions described in the initial report, a siemens customer service engineer (cse) replaced the tube lifter assembly and tube lifter shaft subassembly. Siemens reviewed the instrument files, which indicated that there were no instrument issues that caused the erroneous results in question. The instrument was performing within specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of united states customer contacted a siemens customer care center and reported that falsely depressed results on two patient samples were obtained on an immulite 2000 xpi instrument. Quality controls recovered within acceptable ranges for growth hormone (hgh), but out-of-ranges for allergen-specific ige. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the cse¿s visit, the cse reviewed the instrument files. Additionally, the cse found a small slack in the shaft in the processor tube. The cse repaired the geneva, performed adjustments and operational tests, verified probes and dual resolution dilutor (drd) alignments, and verified the operation of tube feeder module. The cse also adjusted of the positions of the reagent¿s carousel, processor shuttle, and sample scanner connections. Then, the cse identified an error in the tube lifter movement. In a subsequent visit, the cse cleaned the tube lifter, revised the processor tube, and determined that the processor shuttle motor gear was loose. The cse fixed the gear on the engine shaft and ran adjustments, which resolved the issue. The cause of the erroneous results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed allergen-specific ige and growth hormone (hgh) results were obtained on two patient samples on an immulite 2000 xpi instrument. The erroneous results were reported to the physician(s), who questioned the results. In subsequent days, the samples were repeated on another immulite 2000 xpi instrument. The repeat results were higher than the initial results. The repeat results were reported as correct results to the physician(s). The sample identified as (B)(6) was repeated again and the repeat result recovered higher than the initial result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ige and hgh results.